Manufacturer narrative:
The impella device was returned, and an evaluation is underway. Upon investigation closure, a supplemental manufacturer device report will be filed.

Event description:
The user facility reported a patient post cardiothoracic surgery was implanted with an impella rp flex for mechanical circulatory support and developed low pump flow. Consequently, the impella rp flex was explanted and replaced with a different support device. Five days prior to the implant procedure, the patient underwent coronary artery bypass graft surgery. The patient had developed worsening cardiogenic shock with up trending inotrope/pressor requirements, and the decision was made to place an impella rp flex for support. After approximately nine hours on support. There was a concern for clot ingestions due to the rising placement signal and sudden "poor" impella rp flex flows. The decision was made to explant the impella rp flex device and a protek duo ventricular support system was used to provide right ventricular support to the patient. There was no report of adverse effects to the patient.

Manufacturer narrative:
B5 additional information for new failure modes added for hemolysis and thrombus h6 clinical codes 1886 and 4440 added.

Event description:
The complaints team received a notification via abiomed¿s long-term outcome and quality indicator (loqi) impella registry regarding a device deficiency. "Impella rp flex placement on 11/30 complicated by most likely thrombus ingestion with inadequate flows and massive hemolysis markers, hemodynamics much improved after exchange to protek duo cannula.".

Manufacturer narrative:
The investigation for the low pump flow has been completed. The returned product was inspected and clot was found in the inlet cage with blue foreign material threads. The data logs confirm low pump flows for corresponding p-level and show a motor current spike with speed deviation and a rise in placement signal with placement signal trending upwards during case duration. The root cause of the low pump flow was determined to be biomaterial.